Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited a shock impedance measurement of less than 20 ohms, loss of capture (loc) and no sensing. This patient had an underlying rhythm, so no pacing inhibition was observed. It was also noted the associated right atrial (ra) lead exhibited low pace impedance measurements, loc and no sensing. An x-ray was performed, which revealed this rv lead and associated ra lead were dislodged. It should be noted the ra lead is a competitor product. The decision was made to perform a revision procedure in the near future. Subsequently, additional information was received that a new system was implanted on the patient's left side. This rv lead was explanted, and discarded at the hospital. There were no adverse patient effects reported.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.